Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There was no reported pt impact associated with this complaint. The reporter stated that the pump was intermittently responding to presses of the "ok" button. The reporter described the "ok" button as feeling "flat."